Event description:
It has been reported to the company that the occlusion balloon deflated during use. The balloon was inflated and was occluding the vessel at 6 mm, and a stent was placed. The occlusion balloon stayed inflated for 5 minites at 6 mm. Tested the area with dye and noticed that they could not see the balloon on the floroscopic monitor, the balloon had deflated.